Event description:
It was reported that at routine follow-up, interrogation noted no capture at 7.5 v at 1.0 ms. A chest x-ray revealed atrial lead dislodgement. The lead was programmed off and the dual chamber implantable cardiovert ER defibrillator was replaced with a single chamber device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.